Event description:
It was reported that a device displayed an "error code 322" message. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). Baxter received the device in question. The evaluation is not compete. When the evaluation is complete, a supplemental report will be submitted.